Event description:
It was reported the subject camera head device had a snow image. There was no harm or injury reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A device history review (DHR) of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.